Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) defibrillation lead revealed multiple inappropriate shocks due to noise on the rv channel. Insulation damage on the rv lead was suspected. Noise was reproducable with provocatice manuevers. In addition, the pacing impedance was less than 200 ohms. The rv channel was reprogrammed and the lead remains implanted. A revision procedure may be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
A revision procedure was performed. The right ventricular lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.